Event description:
It was reported to medtronic minimed that the customer experienced cracked case battery compartment. The customer reported no adverse event. The event involved product(s) mmt-1880. Troubleshooting was performed. The customer reported physical damage (crack or scratch) on the pump not related to the retainer ring. No harm requiring medical intervention was reported. The customer discontinued using the device. Mmt-1880 was requested and it was returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Pump received with blank display. Unable to perform the sleep current test, active current test and self-test due to blank display. Unable to download history files and traces using thump due to blank display. Pump was cut open to perform visual inspection and found the battery tube has shifted preventing the battery from making contact. Battery tube was realigned and powered up successfully. No physical or moisture damage was found on electronic assembly during visual inspection. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: cracked case (battery tube), serial number label missing, cracked case-corner of belt clip rails, battery tube threads - cracked, cracked case, scratched case, missing display window/cover, cracked keypad overlay and keypad overlay texture damage. Blank display was confirmed during analysis due to misaligned battery tube. Cosmetic damage was confirmed at the battery compartment. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.